Event description:
Customer reported circuit-breaker in one of the pt bays tripped. Customer reportedly transferred equipment to another socket in the same bay. Functionality was restored to all devices except two solar monitors, one of which was connected to a pt. Pt was relocated to another bay where monitoring could be restored. Ge healthcare's investigation into the reported occurrence is still ongoing.